Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 100 mcg/ml dilaudid at a dose of 0.01 mcg/day and 3 mg/ml morphine at a dose of 0.0184 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard and confirmed by telemetry; it was a critical alarm. The pump logs were checked and the alarms were low battery reset and safe state. The attention dialogue box on the programmer stated there was a motor stall in addition to the resets. The logs did not show a motor stall, but it was possible that the repeated resets caused it to drop off the logs. There were no symptoms reported. Additional information was received from a consumer on (B)(6) 2016. The pump was alarming every 58 seconds. The first alarm went off on (B)(6) 2016; the consumer was told that there was a battery failure on the pump. The hcp met with the patient in (B)(6) to discuss replacement options. The hcp was planning to replace the pump. The patient had dementia and was (B)(6) years old and there were some concerns about post operation issues. The consumer wanted to know the risks of leaving the pump implanted. The representative provided additional information on (B)(6) 2016. The patient was scheduled for a pump change. The cause of the resets, safe state, and motor stall were unknown. The representative went to the nursing home to see the patient when called about the alarming pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.